Event description:
It was reported that insulin from the back of the reservoir leaked past the o-rings and into the reservoir compartment. It was also mentioned that the customer was hospitalized due to high blood glucose of 19.1mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2013-92292 .